Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of the photo was performed and revealed foreign matter on the tube. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause for the customer¿s failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tube there was foreign matter in the tube(s) biological and non-biological. The following information was provided by the initial reporter. The customer stated: "a brown foreign matter was found inside the tube."